Event description:
The customer reported the system did not boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the interconnect cable. The system operates as intended.